Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion perc lead kit-50 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced loss of stimulation due to lead fracture. It was noted that the patient suffered multiple falls which the physician believed might have damaged the lead. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.